Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') and device dislocation ('showed lose right device. Patient for retrieval of device on the right side and reinsertion of new device') in an adult female patient who had essure (batch no. B61386) inserted for female sterilization. The patient's medical history included multi gravida and parity 4. Previously administered products included for an unreported indication: lo loestrln fe. Concurrent conditions included uterine bleeding. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine haemorrhage and device dislocation outcome was unknown. The reporter considered device dislocation and uterine haemorrhage to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion:(B)(6) 2011 (previously reported). Discrepancy noted: date(s) of removal:(B)(6) 2020 (previously reported). Lot number: b61386. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: abnormal uterine bleeding, device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 19-oct-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilization. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') and device dislocation ('showed lose right device. Patient for retrieval of device on the right side and reinsertion of new device') in an adult female patient who had essure (batch no. B61386) inserted for female sterilization. The patient's medical history included multi gravida and parity 4. Previously administered products included for an unreported indication: lo loestrln fe. Concurrent conditions included uterine bleeding. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine haemorrhage and device dislocation outcome was unknown. The reporter considered device dislocation and uterine haemorrhage to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion:(B)(6) 2011 (previously reported) discrepancy noted: date(s) of removal:(B)(6) 2020 (previously reported). Lot number: b61386. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: abnormal uterine bleeding, device dislocation. Most recent follow-up information incorporated above includes: on 6-oct-2020: mr received. Reporter information, lot number added. Insertion and removal date updated. Event medical device removal updated to event abnormal uterine bleeding. New event added-device dislocation. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilization. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.